Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that left ventricular lead exhibited a failure to capture. The patient presented for lead revision and the procedure was abandoned because of venous occlusion, and the lead was deactivated. The patient was stable.